Manufacturer narrative:
Follow-up #1: date of submission: 29-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump¿s black box showed one pump reboot after a cs 128 alarm that occurred due to a drastic voltage drop. A visual inspection of the pump revealed a battery compartment crack at threads. The returned battery cap¿s threads were stripped; the cap was unable to fit securely and a power loss was duplicated due to the damaged cap. A test battery cap was able to fit securely with no power issues occurring during testing. All current readings were found to be within specification. The pump¿s cover was removed and no intermittent condition was found to the power circuit. Unrelated to the complaint, investigation revealed that the audio bolus button was unresponsive. The button cover was undamaged. The cover was removed and the audio bolus button slug contact was found to be missing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump did not give an alarm prior to the battery losing power and the pump powered off without warning. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.